Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blank display screen issue with moisture ingress. There was reportedly moisture/corrosion in the battery compartment. There was no reported adverse event associated with this complaint. This is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: visible moisture corrosion was observed in the battery compartment. The battery compartment was observed to be cracked below the grip pad. Moisture corrosion in the battery compartment caused the pump from powering up; therefore, the remaining steps for the reported issue was unable to be performed. The pump was opened; no moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.